Event description:
A hospital in (B)(6) reported that the water feedset of an mr290 autofeed humidification chamber disconnected from the spike after being set up with a water bottle. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer. We will provide a follow up report upon receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the water feedset of an mr290 autofeed humidification chamber disconnected from the spike after being set up with a water bottle. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: it was observed that the feedset tubing was separated from the spike. Closer inspection revealed that sufficient glue was present around the spike tubing connection, but that the glue had not bonded. A lot check revealed one other complaint of this nature for this lot number. Conclusion: the feedset tube had become separated from the spike due to the failure of the glue bond that joins the spike to the water feedset tube. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported that the water feedset of an mr290 autofeed humidification chamber was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: one complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that there was a break in the feedset tube where it is inserted into the chamber. The surface at the break was rough and not smoothly cut. A lot check revealed one other complaint of this type for lot number 110409. Conclusion: the feedset tube break was rough, suggesting that the damage was caused by the tube being pulled, away from the chamber, possibly due to the feedset being caught or under tension. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).